Event description:
The lay user/patient contacted lifescan (lfs) in 2006 alleging low readings on her ultra meter. A medical affairs specialist (mas) mailed a letter to the patient. Two days earlier the patient experienced a headache and tested her blood glucose at 4:30 pm and received a 127 mg/dl. Lesss than 10 minutes later, the patient was tested on another device (no information on whether it was a back up meter or physician's meter) and received a 291 mg/dl. The patient was treated with an IV (no information on what was in the IV). The test strips were in good condition and not expired and quality control test passed using the control solution. The technique of applying blood to the test strip was correct. A customer care agent (cca) sent the patient a replacement meter and control solution. No further clinical info was provided.